Event description:
Ablation of a lesion at the left anterior descending (lad) was performed with rota 1.5mm. Three stents were placed. The intravascular ultrasound (ivus) was used to image the lesion post stent placement. It was noted that there was an incomplete dilatation of one of the stents; the physician felt resistance and the image disappeared. During withdrawal of the ivus, it became stuck on a stent strut and could not be removed. The physician was able to advance the catheter distally and then withdrew the device without patient complications.